Event description:
Boston scientific received information that during a routine device replacement procedure, this transvenous implantable (unipass a-bi, v-uni) lead had no atrial sensing through the pacing system analyzer (psa) at 0.3 millivolts (mv). The physician elected to surgically abandon the atrial sensing portion of this lead. A new single chamber device was successfully placed with no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.